Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). (B)(6). A non-abbott ablation device was used to stop bleeding at the left atrial appendage, then the ablation device was pushed against the circumflex at that location; suture pledgets were placed throughout that area, successfully stopping the bleeding. The heart was stable so the patient was weaned from bypass machine and given fresh frozen plasma and platelets. Suddenly, the patient arrested. Despite pacing, squeezing, and multiple rounds of epinephrine, the patient expired the same day for an unknown specific reason. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hemorrhage, hypotension and death, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, are known patient effects that may be associated with coronary stenting. The investigation was unable to determine a conclusive cause for the reported patient effects and the reported treatments appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient presented with an acute free perforation with extravasation in the proximal circumflex coronary artery. The perforation was successfully sealed via implantation of a 4.0x19 rx graftmaster covered stent. The patient experienced cardiac arrest and tamponade. Cardiopulmonary resuscitation was performed, pericardiocentesis was performed, a window was created in the pericardium, and a left ventricular pump was placed in the patient. The pericardial window recovered pulse and blood pressure for the patient. Cardiopulmonary resuscitation (CPR) continued throughout patient stay in the cath lab. The patient was then rushed emergently to surgery; cardiac arrest occurred again while transferring the patient to the operating table. CPR was instituted the patient underwent the following coronary artery bypass grafts: left internal mammary artery (lima) to the left anterior descending (lad), saphenous vein graft (svg) to a posterior descending artery (pda), sequential diamond configuration to the mid obtuse marginal vessel, and repair of a tear in a very proximal circumflex artery right at the arterio-venous (av) groove next to the left atrial appendage. Massive bleeding was noted at the av groove by the left atrial appendage; the heart was pulled and sutures were placed where the bleeding was visualized, however, bleeding continued. The exact origin of the bleeding was unable to be determined due to poor visibility.